Event description:
A malfunction was reported with a pump, where the customer encountered an alarm with code 16-0x20e6. There was no information provided regarding any impact on the customer's blood glucose level. The distributor plans to send the pump back for further investigation, and a replacement pump has been issued to the customer.